Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a specific patient was not being assigned to the correct hospital. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that specific patient information was not being transferred to the correct hospital. A technical support specialist (tss) dialed into the server and ran a downtime query on the server's structured query language. The tss confirmed that all messages were current, and no errors were found. The tss noticed that the areas designated for the patient were not correctly assigned. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a specific patient was not being assigned to the correct hospital. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.